Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing underfill and leakage during use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that the blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. Blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. Complaint 2 of 2

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ containment tube has been found experiencing underfill and leakage during use. The following has been provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. Blood did not go into tube and when needle removed from pt¿s arm, blood that was in tube went on the floor. Complaint 2 of 2.